Manufacturer narrative:
(B)(4). D10: 51-145140 item name tprlc xr mp t1 pps 14x113mm lot # 6137913 51-107170 item name tprlc 133 mp type1 pps ho 17.0 lot # 7269926 51-145170 item name tprlc xr mp t1 pps 17x119mm lot # 7208629 51-107160 item name tprlc 133 mp type1 pps ho 16.0 lot # 6639615 51-105160 item name tprlc xr t1 pps 16x152mm lot # 6576079 51-107170 item name tprlc 133 mp type1 pps ho 17.0 lot # 7275422 51-104130 item name tprlc 133 t1 pps ho 13x146mm lot # 3595081 g2: foreign: japan. The product has been received by zimmer biomet. The investigation is currently in process. Once the investigation has been completed, a follow-up report will be submitted.

Event description:
It was reported that when inspecting the packaging, the sterile packaging was found damaged. There was no patient involvement. There is no further information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4;g3;h2;h3;h6;h10. Product returned and evaluated. Visual evaluation of the returned product/provided photos identified damage to the sterile packaging (pouch). Sterility had not been compromised. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. The reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. The condition of the device when it left zimmer biomet is considered conforming to specification. The root cause of the reported event can be attributed to transit damage and a packaging design issue. The reported event has been confirmed by evaluation of the returned product and provided photos. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.